Manufacturer narrative:
The reported event of stylet insertion issue was confirmed. As received, a complete lead was returned in one piece. A stylet insertion test found an obstruction at the proximal region of the lead. The lead was dissected at this location and the inner coil was found to be clogged with blood. The cause of the reported event was due to the inner coil was clogged with blood.

Event description:
During attempted implant, the stylet could not be inserted into the right atrial (ra) lead. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.